Manufacturer narrative:
Patient age and date of birth updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site downgraded to 2.2.6 which solved the issue and at the time of report had not tried to upgrade again.

Manufacturer narrative:
There was conflicting information regarding the age and/or date of birth of the patient. Follow-up is being conducted to clarify this. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had issues with missing scan slices in the exam during a cranial resection procedure. A distributor service team member uninstalled and reinstalled software on the system the day before the event. When the site tried to load patient exam through cd like what they do usually for the procedure, the exam showed too many missing slices; " black slices". Troubleshooting involved using a different exam cd, checking exam details, checking the spacing and thickness, and checking for "x and y field of view". The site uninstalled the software and went back to initial software and all import went back to normal with no missing slices for the exact patients. The surgeon proceeded in the case without navigation. There was no delay to the procedure. There was no reported impact on patient outcome.